Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 818041-not valid) inserted for female sterilisation. The patient's concurrent conditions included dermoid cyst, abdominal pain and ovarian cyst. In october 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in may 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. The number of expanded coils that appeared trailing into the uterine cavity was 3. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure devices are present within both tubes. Pregnancy test urine - on (B)(6) 2012: results: negative.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is invalid) incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. 818041) inserted for female sterilisation. The patient's concurrent conditions included dermoid cyst, abdominal pain and ovarian cyst. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. The number of expanded coils that appeared trailing into the uterine cavity was 3. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure devices are present within both tubes. Pregnancy test urine - on (B)(6) 2012: results: negative. Most recent follow-up information incorporated above includes: on 4-mar-2019: medical record received. Lot no. Was added. Reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain :chronic') in a 34-year-old female patient who had essure (batch no. (818041,918041)invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity (B)(6) 2005 - (B)(6) 2011) and morbid obesity. Concurrent conditions included dermoid cyst, abdominal pain and ovarian cyst. Concomitant products included phentermine for morbid obesity as well as ascorbic acid;biotin;calcium pantothenate;copper sulfate;cyanocobalamin;ferrous fumarate;folic acid;iron polysaccharide complex;magnesium sulfate;manganese sulfate;nicotinic acid;pyridoxine hydrochloride;riboflavin;thiamine mononitrate;zinc sulfate (concept ob), diazepam (valium), ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe) and medroxyprogesterone acetate (depo provera). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain ("pain /abdominal"), 3 years 2 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (to remove the essure implant,salpingectomy (one side ), oophorectomy (one side ovary). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain outcome was unknown and the ovarian cyst had resolved. The reporter considered abdominal pain, ovarian cyst and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. The number of expanded coils that appeared trailing into the uterine cavity was 3. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 2. Discrepancy noted in insertion date- (B)(6) 2012, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2012: results: negative. 2 lot numbers {lot # 818041-not valid,918041- not valid} is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain :chronic') in a 34-year-old female patient who had essure (batch no. 818041-inv,918041) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity (B)(6) 2005, 06/18/2011 and morbid obesity. Concurrent conditions included dermoid cyst, abdominal pain and ovarian cyst. Concomitant products included phentermine for morbid obesity as well as ascorbic acid;biotin;calcium pantothenate;copper sulfate;cyanocobalamin;ferrous fumarate;folic acid;iron polysaccharide complex;magnesium sulfate;manganese sulfate;nicotinic acid;pyridoxine hydrochloride;riboflavin;thiamine mononitrate;zinc sulfate (concept ob), diazepam (valium), ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe) and medroxyprogesterone acetate (depo provera). In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain ("pain /abdominal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (to remove the essure implant,salpingectomy (one side ), oophorectomy (one side ovary). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain outcome was unknown and the ovarian cyst had resolved. The reporter considered abdominal pain, ovarian cyst and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. The number of expanded coils that appeared trailing into the uterine cavity was 3. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 2. Discrepancy noted in insertion date - (B)(6) 2012: as reported in ppf. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2012: results: negative. Most recent follow-up information incorporated above includes: on 25-jun-2020: pfs received : events- "abdominal pain, ovarian cyst" added, lot number added, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain/ pain:chronic'). In a 34-year-old female patient who had essure (batch no. 818041-not valid,918041- not valid), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: parity ((B)(6) 2005 (B)(6) 2011) and morbid obesity. Concurrent conditions included: dermoid cyst, abdominal pain and ovarian cyst. Concomitant products included: phentermine for morbid obesity as well as ascorbic acid;biotin;calcium pantothenate;copper sulfate;cyanocobalamin;ferrous fumarate;folic acid;iron polysaccharide complex;magnesium sulfate;manganese sulfate;nicotinic acid;pyridoxine hydrochloride;riboflavin;thiamine mononitrate;zinc sulfate (concept ob), diazepam (valium), ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe) and medroxyprogesterone acetate (depo provera). In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain ("pain /abdominal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (to remove the essure implant,salpingectomy (one side), oophorectomy (one side ovary). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. And the ovarian cyst had resolved. The reporter considered abdominal pain, ovarian cyst and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. The number of expanded coils that appeared trailing into the uterine cavity was 3. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 2. Discrepancy noted, in insertion date: (B)(6) 2012, as reported in ppf. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012, total bilateral occlusion. Pregnancy test urine: on (B)(6) 2012, results: negative. 2 lot numbers {lot # 818041-not valid,918041- not valid} is not valid. Most recent follow-up information incorporated above includes: on 22-jul-2020, update of information (batch is not valid). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.